Event description:
On (B)(6) 2023 a peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report a fluid leak. The pdrn stated this peritoneal dialysis (pd) patient was in treatment on the liberty select cycler utilizing the dual connect liberty cycler set when a fluid leak was observed. The pdrn stated the patient did receive an unknown alarm on the previous cycle. The leak was seen on the top of the patient line near the connector. A second call was placed to customer service on (B)(6) 2023 by a patient contact reporting that the patient had a hole in the cassette which resulted in peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was in treatment on (B)(6) 2023. The patient called the on-call pdrn to report a fluid leak. The patient reported that they were in treatment on the liberty select cycler with the dual connect cycler set and had received an air detected in cassette alarm (unknown phase and cycle), but that the cycler permitted them to continue with the treatment. During the next fill (unknown cycle), the patient noted a hole in the cassette. Additionally, as soon as the fluid began to fill, the solution started to spray from the top of the patient line near the connector. The patient clamped the line immediately and disconnected from the treatment. The patient was instructed by the pdrn to take one dose of prophylactic antibiotics with oral keflex. The patient was instructed to go to the pd clinic on the following day. On (B)(6) 2023 the patient was seen in the pd clinic. A pd culture and cell count were obtained. The patient¿s white blood cell count was 120 with a polymorphonuclear cell count of 64%. The patient was diagnosed with peritonitis and initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime (dose, frequency, and duration unknown). The pd culture resulted negative for growth. The patient¿s cell count was obtained a second time a few days after the initiation of antibiotics (date not provided). The white cell count was 50 with a polymorphonuclear cell count of 12%. The patient is continuing to complete pd therapy during recovery. The pdrn stated the leak is the suspected cause of the patient¿s peritonitis event. No further information was provided.